Manufacturer narrative:
Updated code omitted on initial report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0sq76, implanted: (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-feb-2019, UDI#: (B)(4). Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could get their patient programmer to sync, but they could not get the pulse to increase from 0.2 to 0.3 because the patient programmer was showing the screen prompting to turn stimulation on. The patient was able to sync with their programmer and it showed stimulation was off, it showed it was on program 3 at 0.2. During the call the patient was able to turn stimulation on and increase from 0.2 to 0.3 as desired. The patient commented that would explain why they were peeing so much, because the thing was off. Patient stated they just started working out again and thought maybe they had pulled a lead out causing the return of symptoms. It was reported that troubleshooting resolved the reported issue. No further complications were reported or anticipated.